Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The b380 printed circuit board needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.